Event description:
Hcp reports a total device system explant and replacement after 61 months implant duration. Hcp states they had been increasing the patient's drug concentration and dose with no effect. No patient outcome was reported. Additional information received from the hcp indicates that the "catheter is not working" because the hcp could not get good csf flow and/or flush the catheter. Due to the drug concentration, the pump rate could not be set lower than 2.4 mg/day. The patient's pump was set to the minimum rate of 0.318 mg/day. The drug used in the pump is unknown (concentration unknown). See MFR report # 6000030200700469.